Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test and unable to prime at 4.0 pounds during prime test due to protruded/loose drive support disk. The pump had missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 320 mg/dl. The customer will be sent a replacement pump. The customer will return the pump for analysis.